Manufacturer narrative:
Endopath ets flex-based upon the inquiry information received, the visual examination and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line bleeding" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications.

Event description:
It was reported during a laparoscopic bilateral salpingo-oophorectomy an atw was fired twice. On the third firing after opening jaws there was a lack of hemostasis. An er320 was opened and a couple of those clips were used to control bleeding. The atw was fired one more time and worked properly. The case was completed this way. There was no consequence to the pt.